Event description:
The account reported the bed is not sending a nurse call to the nursing station. The bed is located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the pt side com board was not functioning properly, but showed no signs of physical damage. The most likely cause was a stuck relay on the side come board. A service of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2007. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side come board and communication cable to resolve the issue. Based on this information, no further action is required.